Event description:
It was reported the patient was having right sided stroke like symptoms. It was noted the patient was "reprogrammed/refill/bolus" on (B)(6) 2011 and the patient resolved without sequelae on the same date. It was also reported no diagnostic methods were done and the event was related to the drug, but not related to the device, therapy, or implant procedure. Signs and symptoms included numbness on the right side of the face, right arm, and chest wall. The pump was being used to deliver prialt and fentanyl. It was further reported the prialt was weaned off in the subsequent visits and the event resulted in in-patient hospitalization. It was also clarified the event was possibly related to the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).